Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance. The patient presented for the procedure (B)(6) 2020 to address the lead issue and because the physician could not gain access to implant a new lead, the physician decided to continue to use the current lead. The patient was in stable condition before, during, and after the procedure.